Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient was registered without issue and during navigation the system gave an error message of low performance then the screen went black and had to hard boot to continue. The registration was saved and the procedure continued without further issue. They were navigating only one exam, with minimal zoom. Less than 5 minutes of delay. There was no impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9736411. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.